Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for device change out, the old capped right atrial (ra) lead was explanted. The ra lead was capped on (B)(6) 2011 due to fracture and was replaced with new one. The patient was stable.